Event description:
Account states that he found that the casters at the head end of the bed are malfunctioning. Account states that they will not always hold and they are noisy.

Manufacturer narrative:
Account replaced the casters to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.